Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-21063 and 1627487-2013-21065. The pt was implanted with four scs leads from two lots and two scs extensions with the same lot number. It was reported the pt stopped using his scs system approximately a year ago due to ineffective stimulation. The ipg is now inoperable. Surgical intervention will be undertaken at a later date to explant the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.